Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported that a spectrum iq pump kept alarming occlusion. Correction g4 PMA/510k # or bla #: k220417. The device was received for evaluation. During functional testing, the device did not reproduced the reported event. The device was found passing upstream and downstream occlusion testing. A review of the event history log revealed 'keeps alarming ¿occlusion¿ no occlusion' as downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.